Event description:
Additional information made available from the field indicated that another lead safety switch (lss) involving this patient¿s pacemaker and rv lead was exhibited. A revision procedure was eventually performed and the rv lead was surgically abandoned and the device was explanted. The rv lead was not tested with a pacing system analyzer to confirm an underlying issue resulting in the lss. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient was presented to the hospital with a syncopal episode. While it was believed the syncope could potentially be related to patient condition, the field was unsure if it could be related to an issue with the pacemaker and/or right ventricular lead. Some oversensed noise which led to inhibition of pacing was noted. As a result there was two seconds of asystole, but this was thought to be due to trying to establish telemetry with the pacemaker while the patient was in the clinic. A lead safety switch was also observed, but no out of range values were noted and the current pacing impedance measurements were stable and within range. An x-ray was going to be performed, but the results of it are unknown at this time. For now, no intervention has been performed due to the patient¿s age and the fact that they are not pacer dependent. Everything remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted device was discarded from the hospital and will not be coming back for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.